Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient almost lost consciousness and when a fingerstick was taken the cgm was reading 270 mg/dl and the blood glucose reading was 30 mg/dl. The wife of the patient called the paramedics and gave the patient a glucose 500mg tablet. The paramedics did further fingersticks when they arrived, and stayed with the patient until the blood glucose reading was stable, but no further blood glucose readings were reported. There was indication the patient needed further treatment and at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.